Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed due to the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, shorting and thermally damaging multiple components on the pcas. The monitor did not pass initial power-up testing. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.